Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in hong kong. It was reported that a crack was noted at the at the arterial pressure sensor area of the be-hls 7050 #shls set advanced 7.0 during patient treatment. The crack caused a leakage at the arterial pressure sensor area. The hls set was exchanged for another hls set during patient treatment. No harm to any person has been reported. The hls set was technical investigated in the getinge laboratory on (B)(6) 2022. During a visual inspection no cracks or general damage could be found on the blood outlet connector and at the level of the sensor housing. Instead, blood contamination was noted between the tubing and blood outlet connector, as well as on the surface of the sensor housing at the blood outlet connector. Additionally, loose cable ties were noted on the blood outlet connector, which could be moved by hand during cleaning of the product. The most probable root cause of the of the reported failure could be a leakage at the blood outlet connector between the connector and the tube, which over time led to blood escaping in the direction of the sensor housing (outer area). This leakage was most likely caused by cable ties that were too loose at the hose-connector connection. The production records of the affected be-015703112 #shls module advanced adult with packaging lot#3000206474 were reviewed on (B)(6) 2022. According to the final test results, the hls module with lot#3000206474 and UDI#(B)(4) passed the tests as per specifications. Production related influences are unlikely. Maquet cardiopulmonary initiated a non-conformance process in regards to the detected findings. All further actions and investigations will be performed within this process. Based on the investigation results the reported failure "leakage at the area of the blood outlet connector" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that a crack was noted at the at the arterial pressure sensor area of the be-hls 7050 #shls set advanced 7.0 during patient treatment. The crack caused a leakage at the arterial pressure sensor area. The hls set was exchanged for another hls set during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).